Event description:
It was reported that a t4 manual wheelchair's left arm broke causing the user to fall. The user sustained bruising and scratches on her thighs. Medical intervention was not specified.